Event description:
I've had breast implants for 15 years. In the last year I experienced a series of issues without clear diagnosis (ex ibs symptoms, hair loss, insomnia, extreme fatigue etc. FDA safety report ID# (B)(4).